Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failed and the alarm cannot be cleared. The customer's blood glucose reading was 214 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self-test and was unable to communicate with the test blood glucose meter due to a faulty component on the radio frequency board. The pump was received with normal operating currents, and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.